Event description:
It was reported that subsequent to the implant of a protgen sling, the patient experienced complications and was injured and damaged. Because of complications, the device was removed. The device was not returned for evaluation.

Event description:
The pt reported that subsequent to a use d&c and implant of a protegen sling on 5/1/98, pt experienced pain, swelling, retention, discharge, pressure, burning and bone infection. The sling and bone anchors were removed.